Event description:
It was reported to manufacturer, by facility, (B)(6), per facility, the resident was being lifted from bed to chair when the pin that extends from the arm and screws into the top of the scale broke in half causing the cradle to fall and hit the resident across her arms, resulting in minor bruising and skin tear to her arms. Facility is requesting a new scale. (B)(4) has been issued to get components back for evaluation. In addition the manufacturer of the scale has been notified.